Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The root cause of this event was determined to be unrelated to the implanted device, as it is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ¿wound concerns¿ or "non-healing wound¿ would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d) which promotes healing at the site and prevents further complications. As the root cause was determined to be unrelated to the device, review of the device history records was not performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Manufacturer narrative:
(B)(4). G2: foreign: (B)(6) multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 02228. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product remains implanted.

Event description:
It was reported patient showed prolonged wound healing post implantation which was treated with continuous dressing for one wound and wound healing problems for the other wound which was treated conservatively with dressings. The events were successfully resolved with no further intervention. Due diligence is in progress for this complaint; to date no additional information or product has been received.